Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the implantable cardioverter defibrillator was in back-up mode. Investigation on the case noted that magnetic resonance imaging (MRI) performed in an off-label environment. No interventions were performed. There were no patient consequences.

Manufacturer narrative:
The reported event of increased longevity post MRI was confirmed. Based on the information provided, the device experienced power-on-reset due to the device not being programmed into MRI mode prior to the MRI. The root cause of the increased longevity was due to the fuel gauge not being restored properly during the por recovery procedure.